Event description:
When withdrawing mivi catheter it separated at base of catheter. When withdrawing the mivi catheter it separated at the base of the catheter, where wire and catheter join. Multiple attempts to recover the fragment catheter were unsuccessful in interventional radiology. Vascular surgery was then consulted, patient taken to surgery for removal. This removal was successful. Including a picture of the product label.